Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device was found with damaged transducer receptacle with broken pins. Minor scratches were observed on the housing and front panel. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed required testing and specifications. Root cause of the reported failure likely attributed to users handling and or maintenance issue.

Event description:
It was reported that during a therapeutic procedure the device was found with connection issues. The pins inside the connector were found broken. There were no further details provided regarding the event. No patient harm or injury was reported. No user injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Damage to the transducer receptacle is often incurred as a result of user error, often the user does not realize all connections are push/pull and instead the plug is twisted upon connection or removal. This action results in damage to the pins internal to the socket and may crack or damage the housing. As stated on the IFU (instruction for use) the user manual states: connect the transducer to the generator by pressing the plug straight in. Caution do not twist or turn the plug. Connect the transducer to the generator by aligning the key way of the transducer connector with the key way slot on the transducer receptacle on the front panel. Push straight in. Caution do not twist or turn the plug. Olympus will continue to monitor complaints for this device.